Event description:
New information received indicates that the lead was capped and replaced due to low r-wave measurements. The patient received no adverse events from the procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a lead anomaly was observed. The lead was explanted and replaced.